Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of safety shield activation failure was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc safety shield activation failed. It was reported by customer that it was an 18g IV catheter. After placing the IV we were unable to disconnect it from the hub. We almost had to pull the entire IV out, but luckily one last-stitch effort I was able to dislodge it. When it came apart the needle was sticking out unable to be retracted and I almost stuck myself. Verbatim: it was an 18g IV catheter. After placing the IV we were unable to disconnect it from the hub. We almost had to pull the entire IV out, but luckily one last-stitch effort I was able to dislodge it. When it came apart the needle was sticking out unable to be retracted and I almost stuck myself.